Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. H4. Device manufacture date: unknown a device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor plus analyzer, the customer visually interpreted the tests as negative, and the analyzer provided a positive result. They also visually interpreted tests as positive, and the analyzer provided a negative result. The test is not meant to be visually interpreted. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer is having discrepant results (catalog number 256066, serial number (B)(6). Customer said they does not visually see a test line and analyzer reads positive and when sees a test line and reader says negative. Customer being told that all bd veritor assay test devices are designed to be read only by the bd veritor plus analyzer instrument and cannot be read visually. Therefore, this is not a true failure of bd instrument. Thus, the complaint is unconfirmed. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. DHR for veritor plus analyzer, serial number 2302103j079ao was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported while testing with bd veritor plus analyzer, the customer visually interpreted the tests as negative, and the analyzer provided a positive result. They also visually interpreted tests as positive, and the analyzer provided a negative result. The test is not meant to be visually interpreted. There were no health impact or consequences reported.